Event description:
During testing at the user facility, it was found the device touchscreen did not respond. There were no reports of any adverse pt events while the device was in clinical use. Though requested, no add'l info was provided.

Manufacturer narrative:
A field service engineer performed testing and investigation at the user facility. During testing the device touchscreen was found to not respond when pressed. The device has been identified as part of a product recall. This report represents all the info known by the rptr upon query by hospira personnel.